Event description:
It was reported the handpiece was heating up while using. No reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The returned drill failed the temperature check. Highest measured temperatures were at the nose location, temperature reached a pproximately 150 degrees f.